Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure. The customer¿s blood glucose was 200 mg/dl. The troubleshooting was done for auto mode readiness screen. The insulin pump will not be returned for analysis.